Manufacturer narrative:
Device 1 of 3. Common device name: catheter, urological. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
End user's grandmother reports "she caths him 4 x a day as he was in an automobile accident resulting him quadriplegia and no feeling of his bladder and she caths him 4 x a day for retention. She reports for the cs12, the defect she reports is that the catheter tip is not in the blue guide part, it is floating in the bag making it unusable - she reports unknown qty of defected catheters, "maybe 1 or 2 a month for about the last 6 months" from unknown mu/s of unknown lots. Current mu box she just found qty 2 affected catheters is of lot # 220222-2. She states she discards them as they are unusable. She said she has noticed this start to occur only for about the last 6 months or so with maybe 1 or 2 a month she finds like this of these catheters. She said she cannot use as they are unusable as no way for her to get in his penis. She said she cannot make the catheter tip floating in bag go in the blue guide without opening the bag and she didn't think it would be good for her to open the bag and contaminate it because she knows it is sterile." She was advised to continue to "not use and she did the correct thing by not using catheters she finds like this."